Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had communication loss on multiple devices. They also had an issue where the time on the cns was 1 hour ahead. Nihon kohden technical support (tech support) had the customer check the time settings, and they were correct except for the start up type being set to disabled. Tech support had the customer change the time manually, and time issue was resolved. The communication loss issue was resolved by the customer restarting the host 1000 server. No patient harm was reported. Attempt #1: on 07/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 08/16/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient information that was requested. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: on 07/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 08/16/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information that was requested.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had communication loss on multiple devices. They also had an issue where the time on the cns was 1 hour ahead. Nihon kohden technical support (tech support) had the customer check the time settings, and they were correct except for the start up type being set to disabled. Tech support had the customer change the time manually, and time issue was resolved. The communication loss issue was resolved by the customer restarting the host 1000 server. No patient harm was reported.